Manufacturer narrative:
The t:slim x2 g6 pump user guide states "incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the basal rate was entered incorrectly during initial pump training. Subsequently, the customer experienced intermittent low blood glucose (bg) levels (20-40 mg/dl range). Reportedly, the customer fell which caused bleeding. Customer's spouse disconnected the pump from customer and provided soda to customer to treat bg. The customer successfully corrected the pump's basal rate.